Manufacturer narrative:
Initial.

Event description:
It was reported that a user on the second day of ilet pump use experienced a low glucose event that was treated with oral glucose tablets, after which glucose briefly stabilized but then decreased by approximately 30 mg/dl to 113 mg/dl following grocery shopping; the user was advised that multiple factors can affect glucose and to contact their healthcare provider, and it was confirmed the pump would suspend insulin and alert for lows. Symptoms included no reported clinical manifestations. Outcomes included successful self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education with confirmation of pump safety features. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic trend. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.